Event description:
The facility reports the cna was transferring the resident to the lifter. The caregiver proceeded to adjust the head part of the lift when suddenly the lift bolt lock mechanism broke off. The resident fell to the floor. The cna called out for help. The resident sustained a bruise and bump on the back of the head.